Manufacturer narrative:
(B)(4). Concomitant product(s): catalog #: 150476, lot#: 919050. Catalog#150480, lot#510900. Catalog#:178512, lot#: 094770. Catalog#: 150478, lot#782900. Catalog#150477, lot#744400. Catalog#178530, lot# 500880. Catalog#: 178546, lot#009540. Catalog #: 150424, lot#: 257850. Catalog# 178358, lot#: 502600. Catalog#: 150428, lot#: 682510. Catalog#: 178412, lot#: 016990. Catalog #: 150389, lot: 645760. Catalog#: 150428, lot#:667990. Catalog#: 178712, lot# 507370. Catalog #150493, lot#: 029530. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right revision of an oss knee approximately 2 years post implantation due to dislocation. The bearing was removed.